Event description:
It was reported that the patient had episodes of light-headedness. It was also reported that there was noise and oversensing and the right ventricular [rv] lead was fractured. Follow-up revealed that the left ventricular [lv] lead had no capture. Both the rv and lv leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4)- the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism (sleeve head).